Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8100 error code 240.4150 account name: (B)(6) medical center account #: 10000394 asset name: 8100 pump module 9.1.17.7 asset location: contact: (B)(4) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) customer wanted to know why he was getting this error code from his 8100. I explain to the customer that he needed to replace the pressure sensor. In order to clear this error code. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he's getting this error code due to that one of his pressure sensors are bad. In order to correct this error code I informed the customer that he needed to replace them. The customer said ok and stated that he had some more 8100 with error codes. Ref:_00d30y0yr._5000l1ltffh:ref